Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is seven of thirty nine.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/08/2010, 04/09/2010, 04/13/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4).